Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported that the patient developed an infection at the pod insertion site (leg) after wearing the device for approximately 49 to 71 hours. Upon pod removal, the infusion site appeared infected, with redness, itchiness, irritation, and purulent drainage. During the event, the patient's blood glucose level reached 22.6 mmol/l (406.8 mg/dl), with a ketone level of 0.2 mmol/l. The legal guardian contacted a medical advice service and was advised to seek medical attention at the wythenshawe hospital emergency department on (B)(6) 2026. After more than an hour of evaluation in the emergency room, the patient was diagnosed with cellulitis and was advised to avoid using the affected site for at least one month. The patient was prescribed flucloxacillin to be taken four times daily for one week. The involved pod was discarded, and insulin therapy was resumed with the application of a new pod.